Manufacturer narrative:
Other text: returned device was received in good physical condition. During the evaluation of the device, the device did not leak as reported. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device "needed calibration and repair". No further information provided.